Event description:
It was reported to philips that the external paddles for the device were damaged. There was no patient involvement.

Event description:
It was reported to philips that the external paddles for the device were damaged. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse verified that the external paddle set for the unit was faulty and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddle set. The paddle set was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.